Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states "...the front end of the injector cracked during the implantation of the lens. It was blocked when exiting and slightly damaged the corneal incision". The healthcare faciltiy has further stated "the corneal incision was closed during the operation and was treated symptomatially after the operation without complications". There is an indication of a blockage during lens injection. The IFU states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the superflex aspheric 920h batch 034235951 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the superflex aspheric 920h batch 034235951. The device associated with this event has not been returned to rayner. The lens getting stuck in the injector and continued injection, against the IFU, is likely the cause of the injector cracking.

Event description:
On 11th june 2024, rayner received notification from its distributor in china of an event that occurred during use of a superflex aspheric 920h. The event description provided states "...the front end of the injector cracked during the implantation of the lens. It was blocked when exiting and slightly damaged the corneal incision".